Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew2013 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the active safety button did not allow the stylet needle to retract and the nitinol stayed partially coil while inside the patient¿s hand vein.' 'Able to safely remove the catheter and wire intact without causing damage to the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the guidewire being caught within the catheter was confirmed. The product returned for evaluation was one 22ga x1.25¿ accucath ace peripheral IV catheter assembly. Usage residues were observed throughout the sample. The safety button was depressed and the needle was fully withdrawn into the housing. The catheter was caught on the guidewire. Both the guidewire and catheter exhibited curved shape memory. Following removal of the catheter, the guidewire was observed to be intact. Microscopic inspection of the guidewire revealed the coils to be misaligned. Microscopic inspection of the catheter tip revealed slight deformation and discoloration. The curved shape memory, coil misalignment and catheter tip deformation were consistent with attempted insertion against resistance, such as into tissue. Such deformation likely resulted in the reported event of difficult safety activation/device placement. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the active safety button did not allow the stylet needle to retract and the nitinol stayed partially coil while inside the patient¿s hand vein.' 'Able to safely remove the catheter and wire intact without causing damage to the patient."